Event description:
It was reported that oversensing on ventricular channel was causing the device not to pace. With isometrics, less noise and increased capture thresholds were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.